Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via remote transmission with a sharp drop in battery capacity and remaining longevity. Review of the transmission revealed premature battery depletion. The device was explanted and replaced. The patient was stable before, during, and post procedure.